Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracic. According to the reporter: they were going to staple the pulmonary parenchyma using the egiaustnd and a sulu ref (B)(4). They found it difficult to staple (difficulty in squeezing the handle) and the stapling line was not 100% correct; the staple line formation was bent, according to surgeon. The stapling line was not homogeneous. The surgery was laparoscopic and had to be reconverted into open surgery so incision of more than 2 inch (2.5 cm) had to be done. In order to solve the problem they suture manually. No reinforcement material was used. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem. Surgical time was extended by more than 30 minutes due to the product problem. Patient status is stable.